Event description:
The (B)(6) female patient underwent a re-do mitral valve replacement. During the explant procedure, the surgeon found thrombus on the sjm valve and noted that the leaflets could not open and close properly. A valve from another manufacturer was implanted, however the patient expired three days later.